Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had motor stall error (242.4030) occurred when opening the pump door after pcu loaded the channel was not identified during the customer call. The tech support advised the customer device may be under warranty and the case was transferred to service notifications for RMA assistance. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had motor stall error when the pump door is opened after the pcu loads the channel.. There was no patient involvement.